Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 54, pump error 3, or pump error 63 alarms noted during testing however, pump error 54 and pump error 3 alarms are located in the downloaded history files due to a software error and pump error 63 alarm (variable 3) is found in the downloaded history files due to broken solder joints at pin of the on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarms. The customer's blood glucose value was unknown at the time of the incident. The customer stated that they were unable to clear the alarm but were able to complete the insulin pump rewind. The insulin pump again had an insulin pump error alarm during the self-test. The device will be returned for analysis.